Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers wife reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2018 with blood glucose value of 450mg/dl. The customer blood glucose level was 500mg/dl at the time of incidence and current blood glucose value was 180mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose the customer was assisted with troubleshooting. The customer was treated with pen. Customer also reported that they receive no delivery alarm. Customer was reported a past event and alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. The device will not be returned for analysis.